Event description:
A hospital in (B)(6) reported that the y-adaptor of an rt127 infant breathing circuit had cracked when it was forced into a respirator. They further stated that the connector had been coming loose. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt127 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the complaint swivel-y-piece from the rt127 infant breathing circuit was received for evaluation and was visually inspected for the reported damage. The dimensions of the returned swivel-y-piece were also measured. Results: the visual inspection revealed that the swivel-y-piece was cracked due to physical damage. The measurement of the swivel-y-piece verified that it's dimensions were within specification. A lot check could not be performed as a lot number was not provided. Conclusion: all fisher & paykel healthcare breathing circuits are pressure tested for leaks during production and those that fail are rejected. The customer confirmed that the swivel-y-piece was cracked due to excessive force. As we did not receive the breathing circuit, we were unable to comment on whether there was any defect was with the circuit itself. We are therefore, unable to determine what has caused the problem as reported by the customer.